Manufacturer narrative:
Eval: logistics handling contributed to event.

Event description:
It was reported that the unit was delivered to the customer damaged in transit. An entire wheel assembly had detached from the bassinet. No pt involvement or adverse consequences were reported.